Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the introducer punctured the femoral artery causing a right deep femoral artery aneurysm and arteriovenous fistula. It was noted that a hematoma was found in the right inguinal region and the blood extravasated. The patient was treated with medication and the leadless ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.